Event description:
The customer reported that the system exhibited ups communication errors and would not boot up prior to a case. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.